Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors have a broken wire. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction : primary product batch/lot number under section d was updated to k12240702 0540 correction : h8. Was updated to initial use of device.